Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the device was left in high output pacing. In addition, the power consumption has been increasing that was observed on the most recent transmission and that the device had already declared explant. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the device was left in high output pacing. In addition, the power consumption has been increasing that was observed on the most recent transmission and that the device had already declared explant. The device was explanted and replaced. No additional adverse patient effects were reported.